Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results for one patient on their 2010 analyzer. The customer stated they had been having a gripper issue, they received an analyzer alarm, and almost reported an incorrect hcgb result. The patient's initial hcgb result was >10000 miu/ml accompanied by a data flag. The sample was diluted 1:10 and the result was 360 miu/ml. The customer repeated the dilution and the result was 1200 miu/ml. The sample was then diluted 1:100 and the result was 22000 miu/ml. The customer believed this result to be correct and it was reported outside the laboratory. There were no adverse events. The hcgb reagent lot number was 16758402 and the expiration date was 07/31/2013. The field service representative went on site and found a pinch tubing operation issue. He removed and replaced the pinch tubing. He ran a system volume check followed by a performance test. He verified all probe, mixer, and sipper adjustments. He performed the daily quality control. All the performance test and quality control results were within range.